Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 13. Implant surface not completely covered with bone, sinus augmentation, ridge augmentation and immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.